Event description:
Philips received a complaint from the customer on the v60 indicating that the device¿s parameter input values fluctuated on the setting change screen and failed to be set. The failure was found during pre-use checking while in the medical engineer¿s room. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The authorized service provider (asp) confirmed the reported issue occurred repeatedly. The front bezel was replaced, and the issue was resolved. The unit was checked overall, cleaned, run in tests and functionally tested. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the removed bezel was returned to the product investigation lab (pil) for analysis. Visual inspection of the bezel revealed no issues. The pil technician confirmed the reported failure during use with the pre-load tester and the pil v60 standard test bed (stb). The pil technician performed a temporary install of the printed circuit assembly (pca) portion of the navigation ring but verified that this did not fix the issue. The pil technician verified that the navigation ring issue is due to the portion of the navigation ring that is fitted into the bezel itself. The accept button operated as expected. The technician also verified that the switch panel power assembly power on button and all light emitting diodes (led) associated with the switch panel power assembly of the front bezel operate as expected.